Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridges did not fit onto the pump. Customer's blood glucose level was between 100 - 160 mg/dl. Reportedly, the customer was able to load a new cartridge to address the issue.